Manufacturer narrative:
Manufacturer's investigation conclusion: the reported eogo (extrinsic outflow graft obstruction) could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The controller event log file contained events spanning from 26may2024 to 29may2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system IFU (instructions for use), rev. C, contains the following information: section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all visual/audible alarms and the appropriate actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital with low flow alarms, red heart with audible signal, and a computed tomography (CT) was performed showing outflow graft obstruction. Extrinsic outflow graft obstruction was confirmed during surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the extrinsic outflow graft obstruction was resolved by replacing the affected part of the outflow graft. The procedure took place the end of april most likely on the 26th. The patient was doing fine and was back home.